Event description:
It was reported that the pump syringe flange sensor error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. The pump was in good condition with no appearance of any physical damage. Check syringe flange sensor was found at syringe test. Error history log review found a check syringe flange sensor error. The root cause of the reported issue was found to be the e-clip came loose from ear clip. Actions were taken to mitigate the reported issue: reassembled ear clip assembly. Performed syringe test and all functional testing which passed.